Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by abdominal pain and cloudy pd fluids. On the same day, the pt was hospitalized for the event. The cause of peritonitis was unknown. Treatment for the peritonitis was not reported. At the time of this report, the event of peritonitis was ongoing and the pt was still hospitalized. At the time of this report, dianeal therapies were ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The patient was discharged from the hospital after forty-one days. At the time of this report, the patient was recovered from the event. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.